Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with erosion after a proximal perforation occurred during intercourse. A revision surgery was performed to remove and replace cylinders and pump. No further patient complications were reported.